Event description:
It was reported that the product was inserted (B)(6) 2020 with a confirmed placement. On (B)(6) 2020, the patient returned to ed noting that the PICC line had been leaking. It was further reported that the PICC line was removed and a slit with a length of 1 cm was noted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 3fr s/l powerpicc sv catheter. Usage residues were observed throughout the sample. Curved shape memory was observed throughout much of the catheter shaft. A longitudinally aligned split was observed between the 5cm and 6cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed a spraying leak at the split site. The sample was completely occluded distal of the split. Microscopic inspection of the split revealed a granular fracture surface. Discoloration and thinning of the catheter wall were observed in the vicinity of the split. The fracture features were consistent with burst damage secondary to over-pressurization. The occlusion distal of the split suggested that flushing against resistance likely contributed. The product IFU states ¿warning: failure to ensure patency of the catheter prior to power injection studies may result in catheter failure.¿ the IFU also provides guidance regarding suggested catheter maintenance and clearance of blood product occlusions.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw0438 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the product was inserted (B)(6) 2020 with a confirmed placement. On (B)(6) the patient returned to emergency department noting that the PICC line had been leaking. It was further reported that the PICC line was removed and a slit with a length of 1 cm was noted.